Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). A general reagent problem could be ruled out because calibration and quality control were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for one patient tested on a cobas integra 400 plus. The customer confirmed calibration and qc were ok. The information was requested but not provided if the initial result was reported outside the laboratory. The customer repeated the sample two more times. The patient's initial creatinine result was 21.37 mg/l. The patient's first repeat creatinine result was 9.49 mg/l. The patient's second repeat creatinine result was 9.37 mg/l. The creatinine reagent lot number was 53664401 with an expiration date requested but not provided.

Manufacturer narrative:
A precision check was performed and found to be within specifications. The cause of the event could not be determined.